Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped working (exact issue unknown). As a result, surgical intervention was undertaken few years ago at an unknown date to explant the ipg to address the issue.